Manufacturer narrative:
After installing the battery, the device shows low power battery sign and no key function due to corroded battery tube spring noted. However insulin pump passed displacement test and self test no audio/vibrate anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 166 mg/dl. The customer stated that the insulin pump was beeping with a long tone, and the screen was blank, so they tried a couple of battery changes, and the beeping and blank screen remained. Customer was not calling back after receiving a new battery cap. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer stated that the display did not return after troubleshooting for blank display thus no troubleshooting for beep anomaly was performed. The insulin pimp will be returned for analysis.